Manufacturer narrative:
D4 and g1 section has been corrected and updated. The UDI in section d4 was previously reported in the incorrect format, now the UDI information has been updated to the correct format.

Event description:
The manufacturer received information alleging issues with an everflo shutting down. White powder was observed. There was no report of serious harm or injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.